Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 07-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("strong hemorrhage"), uterine leiomyoma ("uterine myoma / uterine fibroid") and uterine polyp ("polyp in utero") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 and cesarean section. Previously administered products included for an unreported indication: mirena. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced procedural pain ("pain"). In (B)(6) 2014, the patient experienced hypersensitivity ("suspected allergic reaction with hives in legs") with urticaria. In 2017, the patient experienced myalgia ("muscular pain"), arthralgia ("joint pain"), vaginal haemorrhage ("vaginal haemorrhage"), menorrhagia ("menstrual period beyond 15 days"), dysmenorrhoea ("painful menstrual period"), pruritus generalised ("itching in all body"), urticaria ("hives in legs and arms"), headache ("headache"), insomnia ("insomnia"), restless legs syndrome ("restless legs syndrome"), dyspepsia ("digestive disorder") and malaise ("general malaise") and was found to have vitamin d decreased ("vitamin d deficit"). In (B)(6) 2018, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and uterine polyp (seriousness criterion medically significant) and was found to have uterine leiomyoma (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy (utero, tubes and ovaries) via vaginal assisted by laparoscopy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage outcome was unknown and the uterine leiomyoma, uterine polyp, procedural pain, hypersensitivity, myalgia, arthralgia, vitamin d decreased, vaginal haemorrhage, menorrhagia, dysmenorrhoea, pruritus generalised, urticaria, headache, insomnia, restless legs syndrome, dyspepsia and malaise had resolved. The reporter considered arthralgia, dysmenorrhoea, dyspepsia, genital haemorrhage, headache, hypersensitivity, insomnia, malaise, menorrhagia, myalgia, procedural pain, pruritus generalised, restless legs syndrome, urticaria, uterine leiomyoma, uterine polyp, vaginal haemorrhage and vitamin d decreased to be related to essure. The reporter commented: essure was removed due to fibroid and polyp in uterus. Diagnostic results (normal ranges are provided in parenthesis if available): female sex hormone level - in (B)(6) 2018: normal. Gynaecological examination - in (B)(6) 2018: showed a fibroid and a polyp in utero that 6 months ago she did not have. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.